Event description:
Customer reportedly received results of 193 mg/dl and 68 mg/dl within 10 minutes on the active system. No symptoms reported with these results. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.